Manufacturer narrative:
The device was manufactured between 19jul2021 and 20jul2021. The device was received for evaluation. During visual inspection (naked eye and magnification), a tear was observed at the lower right side edge area of the bag where the customer marked with a blue pen. The bag underwent functional testing and a leak was noted in the same area. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.the reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) leaked on the side of the bag. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.